Event description:
It was been reported via a hotline call. The (iabp) intra- aortic balloon pump tech texted the sales rep. And asked her to call him and he reported a patient was transferred in via a flight transfer. The patient was received on a2w transport iabp with no difficulties on their pump. When they connected to hospital's pump they got a purge failure alarm. They switched ECG source multiple times and restarted but got the same alarm. The patient was switched to a different iabp and was able to resume pumping. The patient was being supported by the flight iabp during the delay. No patient complications. The iabp tech tried the iabp with his simulator and was able to recreate the purge failure alarm. Additional information 7-1-2015 per the (fsr) field service report the pcs assembly was faulty and replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pcs (pneumatic control switch assembly) was returned for evaluation. Visual inspection of the pcs assembly was performed and no obvious damage or defect was found. The pcs assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The known good autocat2w containing the pcs assembly in question passed the functional test. The purge cycle was performed multiple times with no alarms or errors. The pump was then left to run for six hours without any issues. The pcs assembly in question was then installed onto the mdt-50 leak tester and passed leak testing. Visual inspection of the pcs assembly internal hardware was performed and no abnormality was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "alarm, purge failure" is confirmed by the field service representative; however, the reported problem could not be reproduced at teleflex (B)(6) facility during the functional test. The pcs assembly passed both leak and functional testing. The pump was then left to run for six hours without any issues. The cause of the alarm is undetermined.

Event description:
It was been reported via a hotline call. The (iabp) intra- aortic balloon pump tech texted the sales rep. And asked her to call him and he reported a patient was transferred in via a flight transfer. The patient was received on a2w transport iabp with no difficulties on their pump. When they connected to hospital's pump they got a purge failure alarm. They switched ECG source multiple times and restarted but got the same alarm. The patient was switched to a different iabp and was able to resume pumping. The patient was being supported by the flight iabp during the delay. No patient complications. The iabp tech tried the iabp with his simulator and was able to recreate the purge failure alarm. Additional information 7-1-15 per the (fsr) field service report the pcs assembly was fault and replaced.

Manufacturer narrative:
(B)(4).